Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked due to a crack in the female connector. This issue occurred during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.